Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event device was not returned for further evaluation. Potential contributing factors to the reported event include; off label use, and patient anatomy.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and three limb extensions on (B)(6) 2013. Upon follow-up, on (B)(6) 2016, computed tomography (CT) showed a type 3a endoleak where the limb extension separated from the main body, the physician elected to reline the initial implant. The physician implanted an additional bifurcated stent, a suprarenal aortic extension, and three limb extensions to seal the endoleak. Patient is in stable condition.